Event description:
Inbound; pt reports approximately twelve hours into use of 100 ml flow stop prefilled cassette lot mx0bj01p1, expiration 06/30/2023, cadd legacy pump 409475 began no disposable alarm. No further details provided.